Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1-3 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit at the deformable body thermocouple (tc2) during electrical testing, and with the reported event. In addition, fluid ingress was noted within the deformable body due to a fluid ingress pathway consistent with the location of the shaft fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this issue was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.